Event description:
The patient contacted animas on (B)(6) 2012, stating the keypad buttons were sticking and the keypad rubber was peeling up. The patient reportedly wore the pump in a pocket and did not clean it. A protective case was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn and the rubber keypad was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down buttons were intermittently unresponsive and the contrast and ok buttons responded appropriately. There was evidence of keypad contamination found under the contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.